Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, clip delivery system. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the first clip (B)(4) detached from the posterior leaflet but remained attached to the anterior leaflet and required an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior leaflet prolapse. One clip (B)(4) was implanted successfully and the mr was reduced to 2-3. A second clip delivery system (cds) was advanced to the mitral valve leaflets; however, during placement of the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician believes that he may have touched the leaflet too forcefully with the second clip, resulting in the slda of the first clip. The second clip and an additional clip were implanted lateral of the slda clip for stabilization. The mr was reduced to 2-3 with 3 clips implanted. No additional information was provided.